Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, 100% stenosed lesion in the distal right coronary artery (rca). A powerturn guide wire (gw) was advanced to the lesion without issue, and an optical coherence tomography (oct) catheter was advanced over the gw to the lesion without issue. The procedure was performed without issue. The oct catheter and powerturn gw were removed together, without resistance. After removal of the powerturn from the oct catheter, it was noted that the tip of the gw had separated and remained in the oct catheter. There was no part of any device remaining in the patient anatomy. The procedure was completed at that point so no replacement devices were required. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation. Factors that may contribute to material separation include, but are not limited to, interaction with challenging anatomy, interaction with an accessory device, user technique, or excessive force. The investigation was unable to determine a conclusive cause for the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.